Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Cable insulation got teared in addition, the following reportable malfunctions were identified during the device evaluation: coupler unit is rusted. A root cause could be identified. Based on the results of the investigation: cable insulation got teared due to damage on cable unit, the cable is kinked and leaky. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cable insulation of the camera head got torn. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable insulation of the camera head got teared. There was no report of patient harm.